Manufacturer narrative:
Acu-loc plate was inspected under microscope. Cosmetic damage (ex. Scratches, anodization dis-colorization) were seen. Scratching was seen on the slot caused by the correct placement of the first nonlocking 3.5 cortical screw for proximal fixation. All four distal holes are filled with broken 2.3 mm screws. Additional mdrs associated with this event: 3025141-2020-00161: screw 1, 3025141-2020-00162: screw 2, 3025141-2020-00163: screw 3, 3025141-2020-00164: screw 4, 3025141-2020-00165: screw 5, 3025141-2020-00166: screw 6, 3025141-2020-00167: screw 7, 3025141-2020-00168: screw 8.

Event description:
An aculoc vdr plate was implanted in the patient on (B)(6) 2019. At some point post op, the screws in the distal portion of the plate broke. The broken screws and plate were removed in a revision surgery.